Manufacturer narrative:
Date sent to the FDA: 06/15/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous hernia repair surgery and mesh was implanted on (B)(6) 2009, which was captured in separate file. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted ¿loops of small bowel rotated into and adhesed to the mesh. The small bowel was not salvageable and small bowel resection was required. The small bowel and mesh were removed.¿ no additional information was provided.